Event description:
In 2003, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2007, a f/u computerized tomography angiogram revealed continuation of the abdominal aortic aneurysm above the endografts placed during the initial procedure. There were no signs of an endoleak; however, the aneurysm had elongated and was growing larger. In 2008, a reintervention occurred to repair the recurring abdominal aortic aneurysm, and the pt was implanted with three additional gore excluder aaa endoprostheses. The pt tolerated the procedure well. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Further investigation is pending. Additional devices related to this event: pcc141000.